Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom power adaptor plug and connection 1 receptacle were pushed inside the freedom driver housing when the patient tried to change the power adaptor. The connection 1 receptacle is the connector located on the freedom driver housing that connects the power adaptor to the freedom driver. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver revealed that the connection 1 receptacle was broken and located inside the driver housing, which confirmed the reported issue, and was likely the result of an impact shock to the driver. During investigation testing, the driver met all pressure test requirements associated with normotensive and hypertensive settings with no anomalies or unintended alarms. The driver was serviced, which included replacement of the connection 1 receptacle. The driver then passed all final performance testing. This failure mode posed a low risk to the patient because the freedom driver continued to perform its life-sustaining functions. In addition, the freedom driver has a redundant power source of onboard batteries. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom power adaptor plug was pushed inside the freedom driver connection 1 receptacle when the patient tried to change the power adaptor. The connection 1 receptacle is the connector located on the freedom driver housing that connects the power adaptor to the freedom driver. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver connection 1 receptacle was pushed into the housing, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.